Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 2/21/2017 with the following findings: during testing, it was observed that the ¿ok¿ keypad button that was intermittently responsive. Unrelated to this issue, the keypad cover was peeling. The keypad cover was opened and there was a damaged contact button and damaged keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an ¿ok¿ keypad button that was intermittently responsive. This report is made based on results of investigation completed on 2/21/2017.